Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. Since the pt's right renal artery has stenosis, the physician performed the ptra. The physician embolized the right iia aneurysm and placed the iliac leg until the right eia. During angiography, the physician recognized the endoleak at the ipsilateral junction portion. The physician did ballooning at the ipsilateral junction portion with the pta balloon. The endoleak was reduced but it still remained. So the physician did blasting angiography, then he recognized the blood distilled at the ipsilateral leg. (Distilled wholly from the ipsilateral leg). The physician decided that the endoleak is type IV endoleak. The pt was kept under observation. No add'l pt info was provided.

Manufacturer narrative:
(B)(4) besides being kept under observation, no add'l info was provided. Endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. Excessive anticoagulation during the case may have contributed to the reported endoleak. It is reasonable to suggest that a type 4 endoleak will resolve spontaneously, especially after heparin neutralization, based on previous complaints and clinical review. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. No add'l actions required at this time. The risks remain at acceptable levels.